Event description:
It was reported that the pump touchscreen was cracked and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, as well as using manual injections as needed, until the replacement pump arrived.